Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the doctor was inserting a healicoil knotless anchor into the prepared pilot hole in the humeral head an as he pulled to tension the sutures, the tip of the anchor snapped off, making it unable to be used. All pieces were removed from the patient by an arthroscopic grasper. They opened another healicoil knotless anchor and proceeded without delay. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the information provided, all pieces were removed from the patient by an arthroscopic grasper. Per the report, the procedure was completed by using another healicoil knotless anchor in the same bone hole without a surgical delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
B5, b7 and e1 were updated.

Event description:
It was reported that during a shoulder arthroscopy, the doctor was inserting a healicoil knotless anchor into the prepared pilot hole in the humeral head an as he pulled to tension the sutures, the tip of the anchor snapped off, making it unable to be used. All pieces were removed from the patient by an arthroscopic grasper. They opened another healicoil knotless anchor that was implanted in the same bone hole and proceeded without any surgical delay. No other complications were reported.